Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mother's patient called due to different values from measurements made with two separate meters. The measurements were made within 10 minutes using the same lot of test strips. First result was 83mg/dl and second one was 491mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.